Event description:
Nurse prepared tpn bag with additives/lipids. Bag was spiked with tubing and infusion started. Nurse noticed a drop of white fluid coming from the bag where the latex access port and the bag connect.